Event description:
It was reported that (1) device was used during a "linphoadenectomy" of pelvis. It was reported by the affiliate that the mcl20 instrument clips blocked continuously after firing some clips (misfiring). There was no consequence to the pt.